Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test passed. A pairing test was performed and it passed. Data was downloaded previously for evaluation and it did not confirm the customer complaint. The reported event of low transmitter battery was not confirmed. The root cause could not be determined. Reportedly, the sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/08/2018 that on (B)(6) 2018, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. The complaint confirmation of a low transmitter battery was not confirmed. In addition, a loss of connection was present in connection to the reported allegation. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of a loss of connection.